Manufacturer narrative:
The findings of the investigation do not correlate with the event description. The device was received for analysis with the product mandrel removed. The actual product mandrel that was shipped with this device was not received for analysis. A new product mandrel was inserted through the tip and wire lumen with no restrictions noted. Further examination of the device found that the proximal end of the stent was pulled distally on the balloon and proximal edge of the stent had its struts lifted and damaged. No other issues were noted with the actual delivery device that could contribute to the complaint incident. A review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specification at the time of its release to distribution. The root cause of the event could not be determined.

Event description:
Event determined to be reportable based on investigation approved april 17, 2007. After unpacking the 3.0x12mm liberte bms delivery system and withdrawing the stent from its sheath, the physician found the mandrel and the distal portion of the delivery system was stuck. The procedure was completed with another liberte bms. There was no patient contact. During product evaluation of the returned device, stent damage was noted.